Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) and a drop in impedance. It was also observed that the right ventricular (rv) lead looked "trashed". Initially, only the ra lead was to be removed, but all leads were removed using laser extraction. Two new leads were implanted. No adverse effects were reported for the patient.

Event description:
It was reported that this right atrial (ra) lead was explanted due to loss of capture (loc) and a drop in impedance. It was also observed that the right ventricular (rv) lead looked "trashed". Initially, only the ra lead was to be removed, but all leads were removed using laser extraction. Two new leads were implanted. No adverse effects were reported for the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.